Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 535 mg/dl at the time of incident. The customer¿s current blood glucose value was 535 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood with manual injection. The customer stated that the insulin pump had flow block alarm during bolus. Customer states the cannula was not bent. Customer stated the insulin exited. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.